Manufacturer narrative:
Section b7: corrected. Section g3: PMA number corrected. Section h5/h8: corrected to reuse. Manufacturer¿s investigation conclusion: the investigation confirmed the reported atypical low power hazard advisory and power cable disconnect alarms via log file review and testing of the returned product. Log files of the reported event date 18aug2024 indicate the rosc line of the patient cable was not measured properly. Further investigation of the patient cable found both rosc lines had an open loop causing the rsoc values to not be measured properly and triggered the atypical low power hazard and power cable disconnect alarm. A new patient cable was returned to the customer along with the functional mpu. A root cause for the reported event could not be determined through this analysis. The device history record for the mobile power unit (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect conditions. The heartmate 3 patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing power cable disconnect alarms while connected to the mobile power unit (mpu). The patient performed a system controller exchange on their own in attempt to troubleshoot. Log files were sent for review. The log files for both controllers were attached. The customer was able to recreate the alarms while connected to both cables (separately). The event log file for hsc-137746 captured low voltage hazard events on (B)(6) 2024 at 0145 while using battery power. Also noted were random power cable disconnects while on battery power that were not associated with power source changes. The controller exchange took place (B)(6) 2024 at 0204. No issues with mpu voltage were seen in this log file. The event log file for hsc-135641 captured low voltage events (B)(6) 2024 at 0203-0204 when the white power lead was disconnected. These events all occurred while on battery power. No other unusual events were noted in remainder of the log file. From what was visible in the log file it appeared to be a battery/ battery clip issue and not an mpu issue. The customer stated that the battery clips were fine and that the issue was with the mpu. The patient's primary (hsc-135641) and backup (hsc-137746) remained in use. The patient experienced no adverse effects from the controller exchange. The mpu was to be returned for evaluation.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.